Manufacturer narrative:
Follow-up #1: date of submission: 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, the pump was returned with the keypad torn at the ok button. The contrast button was inoperable while all the other keys responded properly. The keypad was removed and there was contamination found on all the button contacts. Unrelated to the original complaint, the bolus button was found to be torn but still operable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was both under responsive and over responsive. It was noted that the keypad was torn and punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.